Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump may not be delivering properly. Customer reported having a blood glucose level over 432 mg/dl, but stated that it was not coming down according to the amount of insulin administered. Customer also stated that the device's reservoir compartment was damaged and plastic was chipping off. The insulin pump was not replaced or returned for analysis.